Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had severe low blood glucose of 20 mg/dl due to her insulin pump is over delivering. Customer stated that she has been experiencing low blood glucose for several months and the insulin pump is alarming motor error. Nothing further was reported.